Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug-eluting stents were implanted, one in the 2nd diagonal and the second in the lad. The cec adjudicated that approximately 7 weeks post index procedure the patient suffered non q-wave mi 3rd udmi peri-pci of the target vessel lad with side branch occlusion. The sponsor assessed event is not related to the study device or anti-platelet.